Event description:
It was reported that the patient was hospitalized with rhythm disturbances. The patient would go into ventricular tachycardia (vt) and the device discriminator kept withholding therapy. Reprogramming was going to be done until the rhythm was under control. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407645 implantable pacing lead (B)(6) 2012. (B)(4).